Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It is reported that the drill blade was not sharp, so it took unnecessarily 10 minutes to finish the surgery. An increase in the amount of blood was a small amount. There was no injury or intervention required due to the event.